Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that for a couple of weeks he has been having difficulty getting the ins to charge, stating the battery (ins) keeps moving around. Potential for ins flip was reviewed. Caller was redirected to the healthcare provider (hcp). No patient symptoms were reported.